Event description:
It was reported that during device follow up, the device switched to vvi pacing mode. The physician was unsure if they accidently pushed the vvi button on the programmer or the device malfunctioned. The physician restored the device to previous settings and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)